Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller (patient's husband) reports that the implant will not charge, and they are not able to get the programmer connected with the implant. Caller clarified that they are getting the reposition antenna screen on the recharger and poor communication with the programmer. Caller states that because the implant will not charge, the patient has been in a lot of pain lately. Caller notes that the issue first started about 6 months ago, when the patient's hips and legs were doing better, but now the patient's hips and legs are not doing well. Caller states that the doctor's office tried addressing the issue last monday but sent out a manufacturing representative (rep) from a different manufacturer. Caller confirmed that the implant hasn't been charged in 6 months. Reviewed possibility of overdischarge and redirected back to the doctor. Caller noted during the call that the recharger was fully charged. The device was confirmed to be at end of service and the patient was referred to a physician and had been scheduled for replacement.